Event description:
During deployment the user is questioning the "no shock advised" notification given by the device during deployment. The pt survived.

Manufacturer narrative:
(B)(4). Product eval pending.